Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse experienced issues with removing the catheter due to the balloon still being partially inflated. The catheter was insitu for 2 weeks after a prostate procedure. The nurse deflated the balloon and retrieved 13-14mls of water; however, was unable to remove the catheter without twisting and pulling it out of the patient. Upon removal it was noted that the catheter balloon was still partially inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse experienced issues with removing the catheter due to the balloon still being partially inflated. The catheter was in situ for 2 weeks after a prostate procedure. The nurse deflated the balloon and retrieved 13-14mls of water; however, was unable to remove the catheter without twisting and pulling it out of the patient. Upon removal it was noted that the catheter balloon was still partially inflated.

Manufacturer narrative:
Received 1 used foley catheter only. Per the functional evaluation, the sample was tested using a lab syringe. The balloon was inflate with 10cc of water using the normal fill technique and found that the water was able to move through the inflation lumen and the balloon was able to be inflated and deflated. The sample was dissected and found that the inflation lumen beneath the balloon had collapsed. However, it was unable to be determined what the root cause of the found condition was. The following results were found during the dimensional evaluation: eye snip length 2/32¿. Eye snip width 3/32¿. Eye snip distance from distal cuff 8/32¿. Eye snip distance from proximal cuff 12/32¿. Rubberize thickness 13 thou. Inflation lumen coverage 8 thou. Balloon thickness (average) 25 thou. Reinforcement 192 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." (B)(4).

Event description:
It was reported that the nurse experienced issues with removing the catheter due to the balloon still being partially inflated. The catheter was insitu for 2 weeks after a prostate procedure. The nurse deflated the balloon and retrieved 13-14mls of water; however, was unable to remove the catheter without twisting and pulling it out of the patient. Upon removal it was noted that the catheter balloon was still partially inflated.